Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the findings reported , the following faults were identified: bending issue/insertion tube defects/angulation malfunction, lastly, friction plate deterioration. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the screen is black, and images cannot be seen on the endoeye flex deflectable videoscope. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image and loss of scope identification was failure of the image sensor, a defect of the circuit board inside the video connector, or defect of the system side caused the issues. Olympus will continue to monitor field performance for this device.